Event description:
A patient reported experiencing inaccurate erratic results with an otbe. The patient's blood glucose results were 50, 218 mg/dl. Tests were done within 10 minutes with a difference of 111%. Patient did not experience any adverse events. No further information has been reported.